Event description:
It was reported that pump displayed a minimum fill notification while customer attempted to load cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area as instructed, attempted to reload same cartridge without success, then followed guidance from technical support to fill and load new cartridge using proper technique, which resolved issue and allowed insulin delivery to resume.